Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a lead revision on (B)(6) 2019. It was reported that the wires were wrapped around the ins. The scar tissue was cleaned out and new leads were implanted. No further complications are anticipated.